Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the tie wraps were replaced. There is another complaint with this s/n but it was repaired on a different day with other issues.